Manufacturer narrative:
Return of device pending. Recall classification is pending. (B) (4)

Event description:
Customer reports AED does not pass internal diagnostic test. Device is within population of philips field action (B) (4). (B) (4).